Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the modular cable (lot number: 145280) and the modular cable was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The modular cable (lot number: 145280) was returned for evaluation with the reported event of the red release button being stuck on the system controller. The modular cable underwent a resistance test and passed. The modular cable was connected to the returned and associated system controller and operated as intended. No alarms were active during testing. The reported event could not be correlated to an issue with the returned modular cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report # 2916596-2021-05886. It was reported that the patient's modular cable was very difficult to remove from their system controller. The red button appeared to be stuck. After many tries and significant force the ventricular assist device (vad) coordinator was able to disengage the modular cable. The modular cable and the system controller were exchanged.